Manufacturer narrative:
E1 - phone number: (B)(6) g4 ¿ PMA/510(k) #: preamendment h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a nester platinum embolization microcoil was difficult to deploy during an unknown coil embolization procedure for an unknown patient. Resistance was felt within the catheter upon attempted advancement of the coil with the pusher. As a result, the coil became lodged within the catheter and was not able to be deployed as intended. Additional information was received 29jan2026, acknowledging that the coil exited the distal tip of the catheter, thus, prompting this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.